Event description:
It was reported that during the implant attempt, the lead had high impedance, did not capture and was unable to pace. The lead was repositioned over five times. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted that the lead was damaged at implant.